Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The battery status bars were not showing x-ray battery levels. Additionally, when taking an x-ray, the system would stop exposing and give a short beep. Error 25 displayed on the image acquisition system (ias) computer interface indicating lower batteries. The battery monitor board was not showing the battery levels for the x-ray batteries. The board was replaced to resolve this issue. After replacing the battery monitor board, the system was still displaying error 25. Upon further troubleshooting, it was discovered that two of the batteries in tray 2 were only measuring 6 volts instead of 13.5. The batteries were replaced as well as the charging boards to ensure that the chargers were not the reason the batteries failed. This resolved the error 25 and brought the system back to normal operation. The system then passed a system checkout. The battery monitor board and charging boards were returned to medtronic. Analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was displaying "error 25", relating to the batteries on the x-ray. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: pcba bi31000169 battery charger 1, serial/lot: (B)(4). The battery charger 1 was returned to the manufacturer for analysis. Charger board failed visual inspection and unable to bench test due to electrically over stressed component. There was an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.